Manufacturer narrative:
Siemens filed an initial MDR 2247117-2019-00050 on 31-may-2019 and supplemental MDR 2247117-2019-00050 on 19-jul-2019. Additional information (19-aug-2019): the customer contacted a siemens customer care center (ccc) to report the incident. The instrument data files were not provided for further evaluation of the instrument level sensing to rule out a potential sample or reagent level sense issue. The discordant, falsely elevated troponin I (tpi) result obtained on a patient second sample was not replicated, therefore preanalytical variables cannot be ruled out as a potential contributing factor. Based on the information provided, the cause for the discordant troponin I (tpi) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Section h6 result code and conclusion code were updated to reflect the additional information.

Manufacturer narrative:
Siemens filed an initial MDR 2247117-2019-00050 on 31-may-2019. Additional information (27-jun-2019): the second sample sid is (B)(6) and resulted at 11:57 am. The repeat result of the second sample resulted at 13:15 pm. The first sample sid is (B)(6) and resulted at 08:40 am. Correction (01-jul-2019): the second sample had been collected ~ 11:00 am. The first sample had been collected ~ 08:00 am.

Manufacturer narrative:
A discordant, falsely elevated troponin I (tpi) result was obtained on a patient second sample on an immulite 2000 xpi instrument. Quality control (qc) results and adjustments were verified as acceptable. Siemens is investigating.

Event description:
A discordant, falsely elevated troponin I (tpi) result (second sample) was obtained on an immulite 2000 xpi instrument. The elevated result was considered discordant compared to a lower troponin I result obtained from a first sample collection the day before. The customer performed repeat testing on the second sample, resulting lower. The repeat troponin I (tpi) result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin I (tpi) result.